Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported loss of efficacy, the patient noted increased in leaks. Additional information from the patient reported having bladder issues, losing control of bladder several times an hour. The patient thinks she feels stimulation, it was noted the therapy is not on. It was noted the situation was resolved. It was noted when the patient was initially synchronizing the patient reported seeing a lighting bolt, but when the patient tried to increase patient saw' turn ins on" screen. The patient turned on the implantable neurostimulator (ins) and confirmed seeing lighting bolt and feeling stimulation in their butt area that is different than she first reported when she thought she could feel stimulation. The patient reported she was recently on antibiotics for a root canal, the patient noted the tooth infection was not related to the device or therapy. The patient stated they thought sometimes antibiotics cause bladder infections and initially thought her symptoms were related to a potentially having a bladder infection. The patient reported not having any other bladder infection like symptoms. There were no traumas or fall related to the device. The patient noted feeling stimulation in the correct area. The patient increase stimulation from 1.7 to 2.0 v and noticed a change in stimulation. The patient noted the loss of bladder control was sudden. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.